Event description:
The customer received a high out of range control reading of 221mg/dl on the contour next ez meter. While checking the memory of the meter, it was discovered the reading was not automatically marked as a control test, which will be displayed as a blood result when accessing the meter¿s memory. No adverse event was alleged. The control solution is expected to be returned for evaluation. New meter, strips and control were sent to the customer.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.